Event description:
It was reported that difficulty was encountered when retracting the balloon following dilatation of the lesion. It was noticed that at negative pressure, when attempting to remove the balloon, half of the balloon remained inflated. Force was then applied to pull the balloon back into the guiding catheter and the balloon was removed. No pt injury was reported.